Manufacturer narrative:
The trocar seal was discarded by the site and is not available for return to isi for evaluation. Therefore, the root cause of the customer reported issue cannot be determined. If additional information is received, a follow-up MDR will be submitted to the FDA. Based on the current information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed a part of the 8mm trocar seal inside the patient¿s abdomen. It was the blue inside seal which has a size of 5x3mm. The customer reported they disposed of the piece. The procedure was completed with no report of patient injury or harm. Intuitive surgical (is) followed up and obtained the following information about the complaint: the trocar seal fell inside of the patient's anatomy and was retrieved during the same prostatectomy procedure using another instrument. No fragments remained inside of the patient. There was no patient impact due to this issue, and the procedure was completed robotically with no further complications reported. There was no available photos or video available for review.